Event description:
The representative reported that the patient had felt no stimulation; an impedance check of the 60-cm extension found that only three of eight electrodes had worked. A revision of the bilateral scs system occurred in 2007; the extension device was replaced due to breakage was two 40-cm extensions, which gave additional length. The patient had received efficacy after the case; the representative reported the next day, the patient had felt stimulation and received adequate therapy benefit. Five days later, the representative indicated that the patient had gone to the ER and the following day both systems (thoracic and cervical stimulation), were explanted due to infection. The representative reported the "cervical extensions had passed through thoracic extension incision site in close proximity to each other." On the following month, the patient reported via phone call with the patient representative that they had continued to feel extreme pain and suffering and had bene "waiting to heal;" they had subsequently developed neck pain caused by holding himself differently due to return of back pain. The patient was treated with medication and had continued to use an implanted infusion pump for pain (the intrathecal drug used was not provided or found in the company registration system); the pump had not covered his extensive pain. The hcp had been contacted for additional information and provided that the patient had received injections for muscle spasms twice in approx a month prior to original date. Additional information has been requested. The representative would follow-up with the patient. The pulse generators, leads and extensions removed on the following month, were discarded after explant and will not be returned for analysis. Refer ot MFR report #2182207200703390 and 3004209178200704002.